Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, lay user/patient's relative contacted lifescan (lfs) USA, alleging that the patient's onetouch ultramini meter was reverting to the settings mode when attempting to test his blood glucose. This complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the meter issue began on (B)(6) 2016 at 7:00am. The patient manages his diabetes with a combination of insulin (humalog and lantus); however, it is not known if the patient made any adjustments to his usual dosage due to the alleged meter issue. The reporter claimed the patient developed symptom of feeling "sweaty' 10 minutes after the alleged issue began. In response to the symptom, the reporter claimed the patient treated himself with food and/or drink between 7:15am and 7:20am. The reporter informed the csr that the patient's blood glucose was tested on another device (freestyle) at 7:50am and a result of "85 mg/dl" was obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr educated the reporter on the correct testing procedure and walked the reporter through a retest. The alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.